Event description:
The user reported that the keypad buttons had been sticking for about a month and the menu screens scroll without user intervention or the keypad locks without user intervention. The user reportedly does not clean the pump and there was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. All keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the complaint, the battery compartment was found to be cracked.